Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-implant of the implantable pulse generator (ipg), the puncture wound site leaked a large volume. Pressure was applied and a second stitch was inserted. The stitch was removed the following day and no further bleeding was observed. It was confirmed that the issue was due to the patient's low body mass index. The device remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.